Manufacturer narrative:
Investigation on the returned port showed that the force to apply on the needle to perforate the back wall of the port is more than 6 times higher than the required force to be applied to puncture the membrane and thus a normal use of the device. It seems that an excessive force have been applied in the needle, conducted to the complete perforation of the device. However, we have considered the possibility that injected drugs have altered the plastic during the injection and reduced the hardness of the back wall of the port. A device history review and a review of the literature did not allow us to highlight the injection of a product which can alter the hardness of the plastic of the device. For that reason, pfm medical cpp will continue to monitor for additional occurrences of this type of incident.

Event description:
Wo patients required removal of the port due to infiltration and local edema. After removal of the ports, holes were identified in the base of the ports. The ports were accessed by 20g safety huber needles. Both ports had a record of 9 punctures. Device part number: (B)(6), (B)(4).